Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to a lead body damage. The physician commented that the lead didn't feel right. Issues were observed when getting multiple stylets to reach the end of the lead. The physician requested a new lead and had no difficulties implanting it. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The stylet insertion issue allegation was confirmed. A stylet insertion test failed. X ray showed no abnormalities at this location suggesting blockage most likely due to dried body fluid/blood that may have entered through the terminal pin.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to a lead body damage. The physician commented that the lead didn't feel right. Issues were observed when getting multiple stylets to reach the end of the lead. The physician requested a new lead and had no difficulties implanting it. The original lead was returned for analysis. No adverse patient effects were reported.